Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10-may-2018 with the following findings: the battery compartment was cracked above and below the grip. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked. This report is made based on results of investigation completed on 10-may-2018.